Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. Other issues found were: the insertion tube had a minor dent, the scope connector had a label that needed replaced, the bending section failed electrical continuity, the brush passage had a tear inside the channel wall, the distal end rubber glue was cracked and had threads exposed and the channel was leaking. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the investigation results, based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. However, a definitive root cause could not be determined. To mitigate the device problem, the instructions for use provides the following: important information ¿ please read before use: - warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. - warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system - inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no image and was unrestorable. The issue occurred during preparation for use. There were no reports of patient harm.